Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event with an insertion set where the introducer needle was hard to remove. The intoducer needle was fractured while insertion of the set. No further information available.